Event description:
It is reported that during check prior to use, the customer found a red stain on the mask.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction as the product was not used on the patient based on information received via email date (B)(4) 2014. Additional information received in the same email states that "the product is being shipped back to the facility of your choose and the sample has not been used." No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4) will continue to track and monitor such complaints according to (B)(4) complaint handling and CAPA procedures.